Event description:
The clinic reported a concern of an increase of vitrectomies performed. The clinic did not report a pt injury. The surgeon stated he did not believe the vitrectomies were equipment related, but as a proactive measure wanted to have the equipment inspected. To resolve all doubt, amo has taken a conservative approach and elected to report this event.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician checked and verified all connections and components and did not identify an exact cause of the event. The system was verified for all modes of operations and calibrations. The system met amo specifications.